Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and mesh was placed into the patient's body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent the concurrent procedure of mesh revision due to stress urinary incontinence during mesh implantation.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, limited exercise tolerance due to stress urinary incontinence, and frequent urinary tract infections. It was reported that the patient experienced urethral foreign body and vaginal mesh erosion. (B)(4) - urethral foreign body.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.